Event description:
Event description: per cnf, it was reported that: [?]event: treatment was performed in the order of lspv. Lipv. Rspv. Ripv. There was significant resistance to the movement of the wire during ripv. The act was 315 seconds, and upon removal of the wire, no adhesions were observed and the wire was not bent. Since the wire was still movable, the procedure was continued and completed without any problems. Generator used: unknown ablation catheter used: unknown other used: unknown. Device/procedure outcome: original device used, procedure completed.

Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned without its distal weld. The guidewire returned with a fractured ribbon. The ribbon and core protruded from the coil for 4cm, close to the distal weld. The coil was stretched out and tangled up in itself from this point to where it was sheared. There is evidence of necking on the ribbon's fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. There was an open coil directly next to the proximal weld. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.